Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat pelvic organ prolapse and stress urinary incontinence and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent revision surgery on (B)(6) 2009, during which she was implanted with ams and bard mesh products. The patient reportedly continued to experience pain, pressure, dysuria, incontinence, discharge, scarring, infection, odor and bleeding. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with anterior avaulta, a posterior colporrhaphy, and ventral hernia repair due to 3rd degree cystourethrocele, 1st degree rectocele, partial vault prolapse, stress urinary continence. Following insertion, the patient experienced pain, infection, urinary problems, and dyspareunia. On (B)(6) 2009, the patient underwent the implantation of ams and bard mesh products. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.